Manufacturer narrative:
H4: the lot was manufactured from april 16, 2019 - april 17, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a leak was identified. The reported condition was verified during initial inspection and due to the nature of the reported problem, no additional testing could be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The set was filled with 180mg of furosemide in 0.9% sodium chloride solution. This was observed in the unopened pouch. There was no patient involvement. No additional information is available.